Event description:
The customer reported to olympus, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation the reported issue was confirmed due to deteriorated cable unit. During evaluation, initial leakage and electrical safety tests were performed and, no leakage was found during incoming inspection, technical investigation was performed, and the plug unit was found deformed, cable was found twisted and the connector was found dented. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Upon review of the initial medwatch report, it was found, the device return date was inadvertently excluded from section d9. This correction is being submitted to provide the device return date. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received from the reporter indicating that the reported issue occurred prior to procedure. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication failure occurred due to a cable failure and the image was not displayed. It was estimated that the cable failure was caused by a kink in the cable. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.